Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient connector was unable to interrogate the cardiovascular implantable electronic device (cied). The patient connector had connected with the cied previously but lost connection and was no longer able to connect with the cied. A reboot of mobile programmer application host tablet was performed and the issue was resolved. No patient complications have been reported as a result of this event.

Event description:
It was further reported the patient connector was returned for evaluation.

Manufacturer narrative:
Product analysis: the patient connector was returned for physical analysis. Analysis was able to confirm the customer comment that the patient connector was unable to interrogate the cardiovascular implantable electronic device (cied). Analysis found component failure with the printed circuit board (pcb) assembly. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H.11. Product analysis: the patient connector was returned for physical analysis. Physical analysis was unable to confirm the customer comment that the patient connector was unable to interrogate the cardiovascular implantable electronic device (cied). It was determined at analysis that the patient connector was unable to power up due to a broken charging port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.